Manufacturer narrative:
Details of complaint: the customer reported that the core unit (g9 monitor) was displaying multiple error messages, ("input unit failure," "wlan failure," "system board failure," and "mpu module failure"). No further information was provided. No patient harm was reported. Investigation summary: as the customer was not able to provide the device logs related to this event in a timely manner, a proper investigation could not be performed. As the issue could not be confirmed or duplicated, a root cause cannot be determined. The customer did not provide details as to what the error messages were pertaining to. Due to the age of the complaint, additional information is unlikely to be available. A possible cause may be related to user workflow when connecting the bsm-1700 to the g9 monitor. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 10/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bsm: model #: bsm-1700 serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni.

Event description:
The customer reported that the core unit (g9 monitor) was displaying multiple error messages, ("input unit failure," "wlan failure," "system board failure," and "mpu module failure"). No harm or injury was reported.

Manufacturer narrative:
The customer reported that their core unit (g9) was displaying multiple errors ("input unit failure", "wlan failure", "system board failure", and "mpu module failure"). No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their core unit (g9) was displaying multiple errors ("input unit failure", "wlan failure", "system board failure", and "mpu module failure"). No harm or injury occurred.